Manufacturer narrative:
(B)(4). Date sent to FDA: 9/26/2018 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by a veterinarian that an animal underwent a canine ovariovectomy procedure on (B)(6) 2018 and suture was used. After the first passage through the tissue, the needle detached from suture at the swage. The procedure was completed with same like device. No additional information is available.